Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient's father was advised to forget all other bluetooth devices, disable then re-enable bluetooth and close all background applications. If no success, patient's father was advised to reboot the smart device and to try a new sensor. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 03/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.